Event description:
Plasmablade is used in implantation of aicd, revision, or extraction of same. It is knife, electrode (cuts & coags) and separate suction portal (which connects to wall suction), in one hand held device. In this case, the suction did not work during the procedure, in that it did not suction the smoke that is created when the plasmablade is cutting. The operative field was obscured. It was changed out for a new unit. I was told by the doctor that this is the second occurrence of this same malfunction. It was not reported to me initially. Now that we have a 2nd malfunction of the same lot number, we have pulled the devices with that number off the shelf and will return the plasmablades to the manufacturer. We submitted this unit to our biomed dept for evaluation. They found that it did not work as intended.======================manufacturer response for active electrode, esu, w/suction, peak plasmablade 3.0s (per site reporter).======================I have spoken with the local sales representative for medtronic surgical technologies, who has taken over peak surgical in (B)(6). He is unaware of any issues with these plasmablades. He will query other institutions that use this product, and get back to me. He believes it may be a matter of practitioner technique. Sales representative update: meeting with sales representative yesterday. He has queried other institutions, and has not had any negative feedback. He believes that product difficulties are practitioner dependent, and will schedule an inservice for ep lab staff. The nurse manager has agreed to the inservice.